Event description:
A CT examination of the lumbar spine was being performed. The study was commenced in an 8-slice scanner. As the slices were being taken, the patient suddenly suffered an electric-type jolt of her left side and the procedure was terminated. It was attempted a second time with the same result. In as much as the neuroradiologist could not explain the situation, he had the technologist place the patient on the 16-slice scanner (in case there was a problem with the 8-slice scanner) and images were again attempted with the same result. Looking at the scout images with cut lines, the patient has this sensation at virtually the exact same slice. The study was then terminated. The concerns of the neuroradiologist were referred to the director of the pain management dept. His opinion is that the device should be replaced so the neurostimulation device can be interpreted by the manufacturer for examination of any type of failure. Movement of the neuroradiologists request was put on hold because the director of the pain management dept. Was not available. Upon his return the situation surrounding this event was discussed with him. He concurred that the patient should be contacted and asked if they would approve the removal and replacement of their neurostimulation device. The patient agreed to its replacement and return of the device to the manufacturer of the device for its evaluation. Standard procedure when a patient with this type of implant has a CT is for the device to have the amplitude turned to (o), then turned off. The patient was consulted about whether this procedure was followed. The patient stated this was done before the start of any of the CT exams.